Manufacturer narrative:
Product complaint # (B)(4). Reporter is jnj representative. Device history lot. Part # 03.620.061. Synthes lot number: 6485949. Supplier lot number: 6485949. Release to warehouse date: 08.dec.2010. Supplier: nemcomed. No ncr¿s were generated during production. Device history batch null, device history review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Investigation summary: background: it was reported that on unknown date, during a routine incoming inspection of a loaner set at field stocking location (fsl) ups houston, tx site, it was observed that a torque limiting ratchet handle was found to be out of drawing specification. The drawing specification is 10.0-12.0. The torque tested high ¿ 13.1. There was no known patient or hospital involvement. This complaint involves 1 device. Investigation flow: functional/device interaction. Visual inspection: the 10nm torque limiting ratchet handle-6mm hxc (p/n: 03.620.061, lot number: 6485949) was received at us cq. Visual inspection of the complaint device showed no external damage. Service and repair evaluation: the customer reported the device was out of drawing specification, torque tested high. The repair technician reported the device was not in spec. Torque test low is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is failed low. The item will be forwarded to customer quality. The evaluation was confirmed. Functional test: a functional assessment was performed on the complaint device at the fsl in houston, tx. The device drawing specification was able to be replicated. Dimensional inspection: a dimensional inspection was not performed since it was not applicable to the complaint condition. Document/specification review: 03_620_061 rev g (current) and rev c (manufactured) were reviewed. No design issues or discrepancies were identified. Complaint was confirmed investigation conclusion: this complaint is confirmed as the device torque tested high at the fsl. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on unknown date, during a routine incoming inspection of a loaner set at field stocking location (fsl) ups houston, tx site, it was observed that a torque limiting ratchet handle was found to be out of drawing specification. There was no known patient or hospital involvement. This complaint involves 1 device. This report is for 1 10nm torque limiting ratchet handle-6mm hxc. This is report 1 of 1 (B)(4).